Manufacturer narrative:
The recipient's device was repositioned on (B)(6) 2024. A post operative x-ray and imaging confirmed an extra cochlear electrode. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with pain and sound quality issues. Programming adjustments were made, however, the issue did not resolve. A CT scan revealed extracochlear electrodes. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.